Manufacturer narrative:
Concomitant products: product ID 3037, lot # njd117942n, product type programmer, patient; product ID 3889-28, lot # v576606, implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapy. She can¿t feel the stimulation anymore and had been having quite few leaks. Patient can¿t get the patient programmer to work. The patient was asked if she had lightning bolt in upper left hand corner and she states no it was clear and no lightning bolt. The patient does not feel stimulation and the therapy was off. She started walking through how she was using the programmer. The patient didn¿t put the detachable antenna over her skin when trying to use it before and did that now and was able to pull up the current settings. The patient states right now it looks like she was on program 3 at 1.4 volts. Before turning the device on, she decrease the setting down to 0.0 volt. Then had her turn the stimulation on with the top left hand key. Patient states she had a lightning bolt. The patient was able to turn stimulation back on program 3 and increase up to 1.1 volts. The patient stated it was comfortable and she could feel stimulation. She was hospitalized in (B)(6) 2014 which was reported as unrelated to device or therapy. The patient crushed both her feet, had horrible diarrhea spell, and blood pressure was nonexistent and was in ICU (intensive care unit). After she was discharged from the hospital in (B)(6) 2015, the symptoms started with not feeling the stimulation and leaks. She hasn¿t had time until today to deal with trying to figure out why. It was noted that the patient changed batteries on (B)(6) 2015 while waiting to speak with patient service consultant. The patient was diagnosed with urinary dysfunction/sacral nerve stimulation. It was later reported by the patient that the steps taken to resolve the leakage symptoms were patient services helped the patient ¿re-calibrate unit¿ and it was helping most of the time.